Event description:
The MFR's rep reported that during a transurethral needle ablation of the prostate, the prostiva handpiece broke during the seventh lesion. The needles were not deployed at this time and the device was removed from the pt without injury.

Manufacturer narrative:
Final device analysis revealed a reliability non-conformance. The analyst opened the handpiece and found that the rear post had broken off the needle block which would cause a failure of the needles to retract. There were no other visible defects or extra adhesive noticed. A combination of a tight fit of the sheaths inside the guide tubes and fluids could have restricted the sliding motion when the needles were deployed to the point of breakage.